Event description:
Note: this report pertains to one of two complaints that occured following the patient's treatment. Refer to manufacturer report #'s 3005099803-2013-11345 and 3005099803-2013-11058 for the associated device reports. It was reported to boston scientific corporation that a patient became very ill, disabled and required oxygen on an unknown date after bronchial thermoplasty (bt) treatment. The patient reported that she received her first bt treatment on (B)(6) 2012. She was treated in her right lower and right middle lobes with a total of 183 activations. She received her second bt treatment on (B)(6) 2012 to her left lower lobes with a total of 124 activations. She received her third bt treatment in (B)(6) 2012 to her right upper and left upper lobes with a total of 160 activations. The patient reported that she was subsequently hospitalized for severe asthma exacerbation from (B)(6) 2012 through (B)(6) 2012. She was hospitalized again twice in (B)(6) 2013 (dates unknown) for severe asthma exacerbation. No additional information is available at this time as the patient has requested that we not contact her physician. Please note: according to the alair catheter directions for use, it is contraindicated to treat the right middle lobe: ¿do not treat the right middle lobe because of the potential susceptibility of the right middle lobe to transient obstruction as a result of inflammation of the lobar bronchus and acute take-off angle may create poor conditions of drainage that may cause patient harm or injury such as atelectasis or difficulty in re-inflation (right middle lobe syndrome)."

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.